Event description:
It was reported that during a sigmoidectomy procedure, the jaw was not opened at the second firing when the device was used for the root of the inferior mesenteric artery. The doctor opened the jaw manually with effort. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/10/2008. Information anticipated, but unavailable at this time.